Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Service will perform full standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-10.65%). No patient was involved in this event. No adverse effects were reported.